Manufacturer narrative:
One photo taken from an x-ray screen was provided for evaluation. Based on the photo provided, it is confirmed that the placed stent was constricted, which was caused by a twisting of the stent. No additional images were available for evaluation. As no specific lot number was available, no specific review of the manufacturing records could be performed. No relevant manufacturing process changes were implemented, that could have lead to the event reported. A root cause analysis for this failure mode has been initiated to determine the root cause for this kind of event. Based on the root cause analysis performed, stent twisting may be caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent may have an inherent tendency to rotate clockwise upon deployment of the delivery system. However based on the information available a definite assessment concerning this matter could not be made. The IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. Final stent deployment is achieved by using the deployment lever. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end."

Event description:
It was reported that a vascular stent post deployment of approximately 2 months demonstrated a significant narrowing in the middle section of the vascular stent; access was gained and pre-dilated with a pta balloon, and was exchanged over wire for another vascular stent that was deployed successfully, inside the initial vascular stent. There¿s no reported patient injury.